Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl and 5.0 mmol/l ketone level resulting in a hospitalization. The suspected cause of the adverse event was due to occlusions occurring at the time of the event. A supply change was performed resolving the occlusion. At the time of the event, no issues were identified with the infusion set tubing, infusion set cannula, or cartridge in use. Prior to the hospitalization, the customer delivered a correction bolus via the pump to address bg. While hospitalized, the customer was treated with intravenous saline and insulin. The treatment resolved the issue and no permanent damage was sustained. A hospital release date could not be confirmed as the customer declined a follow up to confirm this date.